Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hypoglycemia while on insulin pump therapy with blood glucose measuring 59 mg/dl with symptoms suggestive of hypoglycemia of severe headache and unsteadiness while standing and walking. The reporter stated the patient did not require assistance from a 3rd party and did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged that the display on the pump was dim, faded, and discolored and was not able to be read safely. This complaint is being reported because the patient reportedly experienced hypoglycemia while on insulin pump therapy using a pump with a display that could not be safely read.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: review of the black box data and download history revealed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump powered on with a discolored display (pink). The pump was exercised for 24 hours without error, alarm or warning. Investigation confirmed a discolored displayed screen. The pump was determined to be delivering accurately.